Event description:
The device was returned to baxter for servicing. Upon review of the event history, it was noted that a failure code 813:01 had occurred. It is not known if the failure code occurred. Information was requested regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, but no additional details were available. Alternate contact information was requested but no alternate contact was identified. No adverse outcome resulted.